Manufacturer narrative:
An event regarding too sharp involving a accolade tmzf axial starter reamer was reported. The event was not confirmed. Method & results: -device evaluation and results: the returned accolade reamer is in almost new condition, showed no visual remarks of misused. The edges of the flutes are sharp as marked on the drawing. -medical records received and evaluation: not performed as there were no patient medical records provided. -device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the lot referenced. Conclusions: the investigation concluded that sharp edges and tip of the accolade reamer it is part of the design as stated on the surgical protocol ¿the starter reamer has a sharpened point to facilitate entry and should be inserted to the depth of the final rasp¿, the specification on the drawing clearly marks ¿edges to be sharp¿.

Event description:
Physician was using the accolade ii axial starter reamer (1020-1200) and perforated the posterior cortex of the patient's femur. Physician stated that the reamer was too sharp and there should be a dull one. The surgical approach was anterior lateral with the patient laying sidelying.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Physician was using the accolade ii axial starter reamer (1020-1200) and perforated the posterior cortex of the patient's femur. Physician stated that the reamer was too sharp and there should be a dull one. The surgical approach was anterior lateral with the patient laying sidelying.